Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), which was included in a recent field advisories, had a battery voltage of 2.57 after 15 months of implant. The device was explanted and replaced without incident. New information received indicates that the patient has since retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device within the claim.

Manufacturer narrative:
The product is currently on legal hold and cannot be analyzed by the reliability assurance laboratory. Upon completion of the analysis, the event will be updated. On april 5, 2007 boston scientific crm issued a physician communication regarding some low-voltage capacitors may be subject to degradation. These capacitors may cause accelerated battery depletion and may reduce the time between elective replacement indicator (eri) and end of life (eol) to less than three months. Device replacement indicators continue to function normally. Devices in this subset have been removed from distribution and are being retrieved from hospital inventory. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.